Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the gel implant smooth breast implant. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with unspecified mentor gel smooth breast implants and experienced bilateral rupture and capsular contracture postoperatively. As a result, the patient underwent bilateral device removal and replacement with unspecified breast implants on an unspecified date. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient experienced bilateral baker grade IV capsular contracture. As a result, the patient underwent bilateral device removal and replacement with 250cc mentor memorygel breast implants, catalog number 3502501bc, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2021. This report is for the patient left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).